Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of death. The definitive etiology of the event is unknown; therefore, causality cannot be determined. Based on the available information at the time of this clinical investigation, the liberty select cycler cannot be disassociated from the event(s). The esrd death notification and/or death certificate is unavailable; therefore, no assessment of the reported event can be performed. In addition, the liberty select cycler has yet to be returned to the manufacturer for evaluation. As such, a possible contributory role cannot be ruled out. Should additional information become available, this clinical investigation will be re-evaluated accordingly.

Event description:
The caregiver for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called technical support reporting the patient expired while performing treatment on the liberty select cycler. The caregiver stated they ¿did not think¿ the event was related to the liberty select cycler; however, declined providing additional information. Subsequent attempts to obtain additional information have thus far proven unsuccessful.